Manufacturer narrative:
Investigation summary: no product samples, pictures, or videos were received for investigation. The complaint of leakage could not be confirmed by investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined.

Event description:
It was reported that a plumset was found to leak during patient use. The following issue was reported by the customer: ¿today we had a leak problem at the time of the rinsing a nacl bag ( 250 ml/h) ( once the bottle has been rinsed, we remove the kit from the pump and let the nacl bag finish rinsing the kit, by gravity) ". A photo of the device was not provided. The status of the product at the time of the event is during rinsing. It is unknown if the product is available for evaluation. There was no patient harm reported.